Manufacturer narrative:
(B)(4). Batch # m9159a. The analysis results for the el5ml device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection, the firing force became higher than expected at the third firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.